Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the patient experienced pain and suffering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the device "broke inside (the patient.)" Additional information was submitted which showed the right ventricular lead was oversensing noise and there was a lead integrity alert as well as an alert for the noise. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2011, 5076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient was shocked 27 times by the device and consequently has emotional distress. The patient stated the physician "turned off the defibrillation function." The device remains in use. No further patient complications have been reported as a result of this event.